Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented prior to generator change procedure. Upon interrogation, the patient's right ventricular(rv) lead exhibited low impedance and high capture threshold. The physician suspected insulation breach on the rv lead. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.